Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on the force sensor resistor. Unable to test for prime/a33 test, occlusion test and excessive no delivery test due to motor error alarm, however the motor was tested outside the device and passed. No battery out limit or failed battery alarm noted. The operating currents are within specifications. The insulin pump was received with cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error in the middle of the night. The blood glucose reading was 400 mg/dl. The drive support cap appeared normal. The customer was unable to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.